Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 125 mg/dl at the time of incident. Troubleshooting found that the pump alarms could not be cleared. Further troubleshooting was declined by the customer. The product will be returned.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test guardian 2 link and test plug simulator. Unit communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor feature and auto mode connection are working properly. Pump error noted in the formatted history file due to software error. Unit received with minor scratched display window and case.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.